Event description:
It was reported by the customer that "they placed 7 piccs yesterday and all of the dls had small to scant amounts of leaking through the stopper around the wire when flushed." This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.